Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. It was reported that a pd patient showed symptoms of peritonitis (not further specified), including cloudy effluent, however, peritonitis diagnosis was not medically confirmed. The cause of the cloudy effluent was not reported. It was unknown if the patient was hospitalized for the event. Treatment was not reported. The outcome of the cloudy effluent event was not reported. Action taken with dianeal therapy was not reported. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.